Event description:
(B)(4) clinical study. It was reported that stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal right coronary artery (rca) with 90% stenosis, and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation, and placement of 3.50 x 20 mm promus element ¿ study stent. Following post dilatation residual stenosis was 0%. Four days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with cardiac chest tightness and was hospitalized on the same day. A day after, 100% stenosis noted in the distal rca was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% with timi flow 3. Three days later, the event considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).